Event description:
It was reported patient's ipg is had migrated and was lopsided underneath the skin. No recent falls or weight loss. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.